Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 22mm amplatzer amulet was implanted on (B)(6) 2022. During 3 months follow-up on (B)(6) 2022, a transesophageal echocardiogram (tee) showed a 1.5mm thickening adjacent to central pin; unclear if laminar thrombus vs. Device contour. No hematologic disorders or systemic illness that could contribute to a hypercoagulability and no treatment (medications) that could contribute to thrombus formation, including over the counter medications, was reported. The patient was started on eliquis and scheduled for repeat tee in 3 months. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of thickening near the device pin, which was possibly a thrombus was reported. Information from the field indicated the patient had been given heparin during the procedure and that the patient did not have hematologic disorders or systemic illness that could contribute to a hypercoagulability and was not taking any medications that could contribute to thrombus formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 22mm amplatzer amulet was implanted on (B)(6) 2022. During 3 months follow-up on (B)(6) 2022, a transesophageal echocardiogram (tee) showed a 1.5mm thickening adjacent to central pin; unclear if laminar thrombus vs. Device contour. No hematologic disorders or systemic illness that could contribute to a hypercoagulability and no treatment (medications) that could contribute to thrombus formation, including over the counter medications, was reported. The patient was started on eliquis and scheduled for repeat tee in 3 months. The patient was reported to be in stable condition. Subsequent to the previously filed report, additional information was received: on (B)(6) 2022, repeat tee was performed and confirmed no thrombus. The amulet was well-seated, negative for leak and negative for clot. The patient's medications were adjusted. The patient remains in stable condition.